Manufacturer narrative:
Reportedly there was no patient involvement. Date of event: unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during inspection, it was noticed that the screwdriver shaft appears bent and twisted at the end. There was no patient and surgical involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 03.130.010; synthes lot # 9836612; supplier lot # 9836612; release to warehouse date: 31 aug 2015; manufactured by synthes monument. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No noncofnformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. It was reported that the screwdriver shaft appears bent and twisted at the end. Investigation flow: damage: visual (appearance not as expected). The complaint device was received intact at us customer quality (cq). Post-manufacturing damage to the distal tip of the screwdriver shaft was observed. More specifically, the flutes of the shaft were deformed, although the general shape of the stardrive was maintained at the most distal end of the device. The received condition agrees with the complaint condition; thus, the complaint is confirmed. The design documents were reviewed as part of this investigation. The changes made between the manufactured revision and the current revision are related to a change in the surface profile tolerance at the distal tip, a change in when the dimensions are measured (after/prior to coating) and a note adding that the device shall be burr free (not relevant to complaint condition). The 0.02 profile tolerance (i.e. ± 0.01) was changed to 0.0225uz [-0.00125] (i.e. +0.01/-0.0125). Twisting of the distal tip would occur if the screwdriver shaft were to experience excessive torque. The larger the cross-sectional area for a given material at an applied torque, the more resistant the material will be to deformation. The material did not change based on the reviewed documents, so this factor can be dismissed. The complaint device, therefore, would be most susceptible to twisting under least material conditions (lmc). As the dimensions on the drawing are after coating, the lmc of the large taper diameter would be 1.40 mm (minimum permissible diameter) ¿ 0.01 mm (profile tolerance on one side of device) ¿ 0.01 mm (profile tolerance on opposite side of device) = 1.38 mm. As the dimensions on the drawing are prior to coating, the lmc of the large taper diameter would be 1.40 mm (minimum permissible diameter) ¿ 0.0125 mm (profile tolerance on one side of device) ¿ 0.0125 mm (profile tolerance on opposite side of device) + 0.00254 mm (minimum permissible coating thickness on one side of device) + 0.00254 mm (minimum permissible coating thickness on opposite side of device) = 1.38 mm. As neither the lmc nor the geometry changed between the drawing revisions, the changes are not relevant to the complaint condition. Review of the DHR indicated that no issues occurred during the manufacture of the device that would contribute to the complaint condition. Additionally, the material properties were reviewed, and the hardness value of the material used in the complaint device was confirmed to meet the design specifications. The dimensions relevant to the complaint condition are the diameters at the distal end of the device. The large taper diameter and the small taper diameter were unable to be measured due to post-manufacturing damage and the inability to measure at the specified locations in the design drawing. The diameter of the device just proximal to the flutes was able to be measured. Per the instruction sheet, the design specification for this dimension is ø 2.35 mm +0/-0.05 mm. When measured with micrometer om521 (calibrated 4/11/18, calibration due 10/11/18), the diameter was measured to be 2.337 mm. This is within the design specification. A visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal tip of the screwdriver shaft was observed to be twisted, thus confirming the complaint. Although a definitive root cause was unable to be determined, the complaint device has been in use for over three years and it is likely that it experienced unintended excessive torsional forces, causing the deformation observed in the investigation. No product design or manufacturing issues were identified. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.